Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and the index procedure was performed. The target lesion #1 was located in the distal left anterior descending artery (lad) with 70% stenosis and was 8.00 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent. Following post dilatation, residual stenosis was noted to be 0% with timi flow 3. The target lesion #2 was located in the mid lad with 90% stenosis and was 14mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post dilatation, residual stenosis was noted to be 0% with timi flow 3. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient was noted with mild to moderate restenosis at the outlet of the distal left anterior descending study stent. No action was taken in response to the event.